Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. The patient was in sinus rhythm. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed once and implanted. The position of the closure device was at or slightly proximal to the circumflex, 135-degree tee view had 1/3 posterior shoulder at release, tug test was stable with multiple tugs performed to ensure security of the device, compression was 13.3-19.4 percent, and no jet was visualized. The procedure was concluded. Three (3) days post index procedure, the patient called in with arm numbness and was advised to monitor it. Seven (7) days post index procedure, the patient experienced lower extremity numbness and loss of movement in the left leg, at which point the patient was admitted to the hospital. Computed tomography (CT) scan imaging was performed and revealed the closure device had embolized to the abdominal aorta just above the renal arteries. The patient was taken same day for a percutaneous extraction procedure, and the closure device was successfully percutaneously explanted using a snare device. The patient's symptoms improved prior to the extraction procedure, remained neurologically intact post procedure, and is expected to fully recover.

Event description:
It was reported that device embolization occurred. The device was explanted. A left atrial appendage (laa) closure procedure was being performed. The patient was in sinus rhythm. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A 27mm watchman flx pro closure device and delivery system (wds) was advanced and the closure device was deployed once and implanted. The position of the closure device was at or slightly proximal to the circumflex, 135-degree tee view had 1/3 posterior shoulder at release, tug test was stable with multiple tugs performed to ensure security of the device, compression was 13.3-19.4 percent, and no jet was visualized. The procedure was concluded. Three (3) days post index procedure, the patient called in with arm numbness and was advised to monitor it. Seven (7) days post index procedure, the patient experienced lower extremity numbness and loss of movement in the left leg, at which point the patient was admitted to the hospital. Computed tomography (CT) scan imaging was performed and revealed the closure device had embolized to the abdominal aorta just above the renal arteries. The patient was taken same day for a percutaneous extraction procedure, and the closure device was successfully percutaneously explanted using a snare device. The patient's symptoms improved prior to the extraction procedure, remained neurologically intact post procedure, and is expected to fully recover.

Manufacturer narrative:
The complaint device was not received for analysis; however, media from the clinical procedure was provided to boston scientific (bsc) and reviewed by a member of the bsc global medical safety organization. The media review report concluded: 3 tee still images and 1 CT image submitted for review. The tee images show an laa with high pectinate ridges, with depth measurement to tip of pectinate measured at 1cm. The released device is slightly proximal to the left circumflex artery ostium and has a 1/3 posterior shoulder. The anterior/inferior apposition is suboptimal. The CT image confirms device embolization to abdominal aorta. The proximal position due to challenging anatomy with high pectinate ridges and suboptimal device apposition likely contributed to the device embolization.